Manufacturer narrative:
Analysis of the log files from the AED showed the cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life

Event description:
The customer reported that their AED was giving an "AED error or warning"; cannot be turn on with battery. The reported event did not occur during patient use.